Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery to remove the excess skin under general anesthesia (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 10, 2023.